Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of a 2.5x23 mm rx multi-link 8 coronary stent system, once removed from the dispenser hoop the proximal shaft (3 cm) separated. The device was not used and there was no patient involvement. A new multi-link 8 stent was used to successfully complete the procedure. There was no clinically significant delay. No additional information was provided.